Event description:
It was reported that the device was found to have the tidal volume rebound problem in pre-test.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a bent front panel. The tidal volume knob shows insufficient torsional resistance at its min and max settings. The customer stated problem was duplicated. Device was due for routine maintenance. Replaced rotary flow valve due tnd-00128. Re-shaped front panel. Reset patient pressure cycling led. Adjusted peep control valve and CPAP control due to output values not in tolerance. Performed pm, cleaned and affixed new service label. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR is not relevant as the complaint was originated due to the following device trend report tnd-00128.